Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, external ram crc error alarm, unexpected restart alarm and displayable history crc check failure. Customer's blood glucose level was over 300 mg/dl. Customer advised the insulin pump started a counting phase, the insulin pump continued to malfunction and they would receive motor error alarm during the rewind process. Troubleshooting for displayable history crc check failure was performed. Customer advised the alarm occurred during normal use. Troubleshooting for unexpected restart alarm was performed. Customer advised a temporary basal was not programmed before the alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump passed the self-test and unexpected error test. No alarms noted during testing however, displayable history crc check failed on startup alarm found in the alarm history file due to corrupted history file. No unexpected pump reset or power cycling noted during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.